Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/16/2023, it was reported by a sales representative via sems-06403211 that a 1255-300 tibial insertion guides metal jig where the nail connects came loose (sounds like the spot wields broke), and the nail would spin and not line up with the jig. The 1239-100 insertion guide was stripped and would not come out of the 1255-300. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. One unpackaged 1255-300 tibial insertion guide was received for evaluation. The 1255-300 was received with an 1239-100 locking knob attached and stuck to it. Upon visual inspection, it was noted that the part of the 1255-300 tibial insertion guide where the nail attaches had scratches. The most likely cause for this failure can be attributed to misuse due to mishandling the device. Functional testing was attempted to be performed, however, the part of the 1255-300 tibial insertion guide where the nail attaches was loose and easily removable as the welding had broken, and functional testing could not be performed. The most likely cause for this failure can be attributed to wear and tear incurred over repeated usage.